Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).